Event description:
It was reported that the site was having difficulty with the navigation portion of a procedure on (B)(6) 2012. They had completed auto registration and continued to the navigation views, but they could not perform any navigation. The screen was locked up and they couldn't advance anything. After reregistering and encountering the same problem, they cancelled the super-d portion of the procedure. The pt was under general anesthesia. They had two more cases following this which they performed without issue.

Manufacturer narrative:
Device not received for eval to date. The planning file and recording have been requested for eval. There was no harm or injury to the pt reported. In an abundance of caution we are filing this MDR because of the add'l risk associated with multiple exposures to general anesthesia.